Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, number 3 states, "fracture management, and deformity correction procedures should be preoperatively planned to ensure proper bone screw selection."

Manufacturer narrative:
Evaluation of the returned device was inconclusive. It appears the part was manufactured with the specified material and to the correct dimensions.

Event description:
It was reported patient underwent a femoral osteotomy on (B)(6) 2013. During the procedure while the surgeon was implanting the screw, the screw fractured and the piece remains in the patient.